Event description:
It was reported to 3m that the patient was undergoing a shoulder arthroscopy surgical procedure. The pt allegedly sustained a full thickness burn (3rd degree burn) approximately 2-3 centimeters by 4-5 centimeters in size in the area where the plate had been placed (left thigh). It was reported that the pt complained of pain in the recovery room and that the skin died over the next few days. It was reported that the pt's injury was treated with a pulsavac followed by damp to dry dressings.